Event description:
It was reported that in the operating room when inserting the swg into the ars, the user felt resistance when the swg reached the inner cannula inside the ars and could not insert the swg any further. As a result, a new swg and ars were successfully used to complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).